Event description:
It was reported to philips healthcare that the heartstart mrx displayed the charge button is stuck on the display and the defibrillator locks up during testing.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.